Event description:
On (B)(6) 2010, pt reported none of the buttons on her infusion device are functioning tonight. Pt stated she first noticed the up/down buttons were not working when she was unable to program a bolus. Pt reported she then noticed the check and menu buttons were not working. Pt stated the buttons do not appear to be flat and they pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.